Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was high pre-operatively. In surgery, the pin was un-inserted and re-inserted. The lead impedance remained high after this. The surgeon had then connected the new generator in which high impedance was also seen. The surgeon had not planned on performing a lead revision. Only the generator was replaced. Further follow up was performed with the surgeon in which they reported that the insulation was compromised and fluid was found in lead. A test resistor was not utilized. No other relevant information has been received to date. The suspect product remains implanted to date.

Event description:
Product analysis of the leads was completed. A fracture was confirm to bee seen in the pa lab. The lead was pitted and showed signs of a stress induced fracture. No other relevant information has been received to date.

Event description:
It was noted that a lead revision had occurred. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission. F10. Adverse event problem; corrected information ; initial MDR inadvertently omitted information known prior to submission. H6. Adverse event problem codes; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
Product analysis was conducted on the generator. Analysis of the generator's internal data revealed that high impedance was first detected earlier than specified. No anomalies were seen on the generator during this analysis.

Event description:
It was later reported that the suspect product was received into the product analysis lab. No other relevant information has been received to date.

Manufacturer narrative:
F7. Type of report; corrected information ; supplemental MDR #3 inadvertently omitted information known prior to submission. Follow-up report was to be selected with 3 being inputted in the text box. This did not occur on supplemental MDR #3